Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Other : na.

Event description:
It was reported that the lead was explanted when an attempt to reposition was unsuccessful for dislodgement.